Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squealed. The team tried two other pumps from the same lot, and both produced noise. The surgery was rescheduled for another date and was, in that respect, not successful. Terumo considers the cancellation of a surgery to be a potential adverse event. There was no patient involvement as this occurred during prime. The product was changed out.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation codes. (B)(4).